Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a former ilet user experienced hypoglycemia shortly after starting the device, describing rapid glucose drops with a dexcom reading under 40 and an episode of passing out early in use, after which the device was discontinued and stored; the user later reported being on steroids and other medications following a kidney transplant. Symptoms included hypoglycemia with reported near-syncope and awareness maintained throughout. Outcomes included transient interruption of normal activities and the need for self-treatment with nasal glucagon, without hospitalization or professional medical intervention. Investigation included collection of event details and a blood glucose questionnaire. Investigation of this case revealed insufficient information to identify a device malfunction or specific component failure, with the event context including concurrent steroid therapy that can affect glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.